Event description:
The manufacturer's representative reported the system was removed due to infection. Additional information was requested from the physician. The hcp reported the date of onset of the reported infection was a few days after surgery. Perioperative antibiotics were administered and the patient does not have meningitis. Patient's symptoms included fever, redness, swelling, and drainage. The primary location of the infection was the device pocket and lead track. A culture was obtained and IV antibiotics were administered. The patient outcome was reported as ongoing and risk factors relating to the patient status prior to implant were unknown. See MFR report number 3004209178200701407.